Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl and the 580 mg/dl. The customer was declined troubleshooting for high blood glucose level. The customer was treated with manual injections for high blood glucose level. Customer did not seek any medical treatment for high blood glucose level. Customer stated that insulin pump had insulin flow blocked alarm and was resolved by changing complete set change. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.